Manufacturer narrative:
The reported event was confirmed as use-related. No sample was returned and unable to determine root cause of reported problem. Based on the event description, this reported event was confirmed as user related as user incorrectly used the device and against the IFU. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the purewick female external catheter product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the patient wanted to know how to use the purewick machine. Also stated she has been inserting the wicks and still woke up soaked. It was advised that the wick does not need to be inserted and she was provided instructions for the correct positioning of the wick.